Event description:
A patient reported that their meter had a test strip holder or port issue. Pt was having problem inserting the test strip into the meter. "Something in the meter was catching the strip and it would not let the strip go in properly. The strips were peeling too." This issue was not resolved with troubleshooting. Pt got a reading of 364 mg/dl on the meter. Pt was taken to the hospital and given insulin for treatment. No further information has been reported.